Event description:
Literature: lee jy, han jh, kim hj jeon bs, kim dg, paek sh. Stn dbs of advanced parkinson's disease, experienced in a specialized monitoring unit with a prospective protocol. J korean neurosurg soc. 2008:44(1): 26-35. Summary: this study evaluated 42 patients from 2005 - 2006, to assess the short term outcome of stn stimulation for patients with advanced pd evaluated in a 24h monitoring unit for movement disorder. Patient suffered adverse effects after dbs surgery. Patient underwent re-operation to reposition the electrodes, which were too medially located near or in the red nucleus. It was confirmed by the fused image of pre- and post- operative MRI taken at 6 months after stn dbs. Patient had not experienced any improvement of symptoms with dysarthia and gait difficulty. Also, his MRI 5 months after surgery demonstrated that the dbs electrodes were positioned off the stns. The right sided symptoms of the patient were dramatically improved after the revision surgery. See manufacturer report number: 2182207200902211.